Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2022 the patient underwent a procedure, implanting plates and screws in the mandible and maxilla. On (B)(6) 2022, the patient was admitted to the hospital due to pain, swelling and diagnosed with infection. On (B)(6) 2022 the patient underwent an I&d procedure. During that procedure, it was discovered a screw was loose in the right mandible. The loose screw was removed. Additionally, one plate and three other screws were removed, but there was no specific allegations against those devices. All other implants remained.